Manufacturer narrative:
Device evaluation: rupture: observed, opening device on radius side assessed as surgical impact opening. (Shell thickness was within specification). Additional observations: ¿ stress marks observed.

Event description:
Physician reported right side rupture. Device has been explanted.

Event description:
Physician reported right side rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformities noted. Reason for reoperation: rupture.